Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous left anterior descending coronary artery. After an unspecified stent was implanted, a 3x8mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the anatomy, and the proximal shaft separated into two pieces. The bdc was simply withdrawn without resistance. A 2.75x8mm nc trek bdc also failed to cross the lesion due to the anatomy, and the proximal shaft separated into two pieces. The bdc was simply withdrawn without resistance. Then a 2.5x8mm nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: during prep, the 2.75x8mm nc trek balloon was slightly inflated to check for any leak. A tear in the guide wire exit notch of the 3x8mm nc trek balloon was noted. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous left anterior descending coronary artery. After an unspecified stent was implanted, a 3x8mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the anatomy, and the proximal shaft separated into two pieces. The bdc was simply withdrawn without resistance. A 2.75x8mm nc trek bdc also failed to cross the lesion due to the anatomy, and the proximal shaft separated into two pieces. The bdc was simply withdrawn without resistance. Then a 2.5x8mm nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.